Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to improper diet. The patient was hospitalized and was treated with an unspecified drug (intraperitoneal) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.